Event description:
A heath care professional called on behalf of the customer to report the customer was hospitalized with low blood glucose. It was stated that the insulin exited much faster while priming. Once the activate button was pressed and the insulin exited, the rewind screen was visible again. Also it stated that all the insulin was primed out when the customer pressed the activate button during priming. Reservoir appeared to be intact.